Event description:
Patient with left ventricular assist device (lvad) therapy for 7.5 months presents with second episode of gi bleeding post lvad despite previous intervention to the colon, and the discontinuation of aspirin therapy with previous gi bleeding. International normalized ratio (inr) was 2.5. 2 units of blood were transfused. A single bleeding ulcer in the cecum was localized and treated. We were able to resume coumadin therapy (only).